Manufacturer narrative:
The expertise of the suspected medical device has not yet begun and will make it possible to know the reasons of the complaint. However ; internal documentation shows that the icp probe has been delivered in conformity with release criteria.

Event description:
The following incident took place after icp catheter implantation. The zero procedure has been successfully completed, pressure and temperature values were consistent with patient's state of health 3 hours after icp catheter implantation, pressure value began to fall down and became negative (message displayed on icp monitor "- - -"), temperature remained correct. 4 hours later, icp monitor showed e001 error message. This message is either related to a connection problem or a sensor problem icp catheter should be explanted.

Manufacturer narrative:
According to sophysa in-house process, the icp catheter 17d30048 has been analyzed by quality control laboratory. A first internal documentation analysis showed that the icp catheter has been delivered conform to relaese criteria. Then, a visual analysis showed that the catheter returned is clean without visible defects that could explain the complaint. The analysis of the silicone part covering the sensor shows an oxidation on wires connected to the sensor. Additional testing permit to show a deterioration of silicone part that covers wires and sensors, explaining the appearence of oxidation. The assignable cause of this oxidation could be linked to catheter deterioration during insertion into the bolt (bolt screw not sufficiently loosened, difficulties during insertion etc.). Instructions for use indicate that icp catheters must be handled with care. In conclusion, the presence of oxidation explains the problem reported by the user.

Event description:
The following incident took place after icp catheter implantation. The zero procedure has been successfully completed, pressure and temperature values were consistent with patient's state of health 3 hours after icp catheter implantation, pressure value began to fall down and became negative (message displayed on icp monitor "- - -"), temperature remained correct. 4 hours later, icp monitor showed e001 error message. This message is either related to a connection problem or a sensor problem icp catheter should be explanted.